Event description:
The healthcare provider heard the apnea alarm sounding from outside the patient room. Upon inspection, the respiration and minute ventilation were zero. The patient reported they were able to breathe. Approximately one minute passed before any numbers registered. There was no injury to the patient.